Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was feeling stimulation in the wrong location. The patient reported they had met with a manufacture representative 0(rep) for reprogramming of her device because she was in an accident that ¿knocked out¿ some of the programming. The patient reported she had 2 programming appointment with the rep on (B)(6). The patient reported ¿all the stim¿ went to right where she sprained her hip (in the car accident). The patient noted she noticed the tingling in the area was from the sprained hip, but from the stimulation from the interstim. The patient reported it was irritating because the hip was already sprained. The patient reported the reprogramming ¿got the stimulation away from the hip enough¿ to the right lip of the vaginal area, but it was circulating around her underwear line around the right thigh. The patient reported they had an appointment on (B)(6), she had only spent 15 minutes with the rep and he turned the stimulation down and ¿programmed the interstim¿ because she had forgotten to bring her patient programmer with her. The patient stated it ached around the underwear line around the right thigh because of the stimulation. The patient noted the ache was not constant, she felt it if she moved a certain way or steps on a step with her right foot. The patient stated after the accident there was extreme pain down her right leg into her right foot. The patient noted she went to the emergency room (ER) on (B)(6) after the accident. The patient stated the pain was a combination of the interstim and the sprained hip. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, patient services walked the patient through turning stim back on and how to power down her patient programmer. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported again that the patient had a motor vehicle accident (mva) (B)(6) 2017, and since then the implant is not stimulating where it's supposed to. Since about a week after the accident, it was hitting a muscle on her inner thigh and her hip area going down her right leg. The patient says it felt flared up and tingling, and she also mentioned swelling from the accident. The patient says the manufacturer¿s representative did adjustments on (B)(6) 2017, but he couldn't get the stimulation in the right place. The patient says the hcp checked equipment and she was told that programming is working. The patient stated she was having pt done and needs her implant off, so patient services guided her through how to turn off implant. The patient says she peed in the hcp office and says that everything was fine before the accident. Troubleshooting included confirming ins status with the patient programmer and the therapy was on and the patient was advised to contact their hcp to have the device checked again. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to inquiry. The patient repeated previously reported information regarding the car accident which resulted in a sprained hip; the patient was hit from behind in the car accident. On (B)(6) 17 the physician's assistant did some programming and the ache has let up. The stimulation has been moved from the sprain hip going down patient's right leg to the whole right side of the vagina. The patient will be having physical therapy on the sprained hip. The patient reported when she's sitting she feels the stimulation at the very bottom of the right buttock as well as the right side of the vagina; when she gets real nervous she can't hold her bladder back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were still having stimulation in the wrong location; stating that the stimulation had swung over to the hip after their accident (B)(6) 2018. They've met with their hcp a couple of times. Patient advised to follow up with their hcp. No further complications were reported.